Event description:
During the prep for the diagnostic ultrasound catheter, the clip on the catheter broke and could not be connected to the carto system. Manufacturer response for ultrasound catheter, soundstar eco diagnostic ultrasound catheter (per site reporter). Clinical site notified mfg rep directly.